Event description:
It was reported that the insulin pump does not switch off. Customer reported that the display stayed black and there are cracks around the display window. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during visual inspection. The blank display was due to moisture damage which was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.